Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors had a chip on the blade that was identified during setup. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found that the instrument had a chip on the blades. There were circular shaped dents and damage found on blade edges. The dents and damage acted as hard stop and prevented the scissor blades from closing completely. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.